Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead exhibited noise resulting in inhibition of pacing. A lead revision was performed and the lead explanted and replaced. No resulting adverse patient effects were reported; however the patient is reported as dependant and pacing inhibition was noted at 2-3 seconds on several occasions. All other lead measurements were reported as normal and the noise was suspected to have been an emi source. No return of product is expected.